Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customers blood glucose was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer, no response was received.